Event description:
It was reported that during a da vinci-assisted surgical procedure on an unknown date, tissue was stuck in the joint of the force bipolar instrument. No other information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter to request additional information, but no further details regarding the event could be provided. The date of the event, as well as how the tissue was removed remain unknown.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been determined to be product related, however, the cause of the customer reported failure mode cannot be determined. The force bipolar instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history revealed no other complaints for this reported event. Verification of the event details via system logs cannot be performed at this time because there is insufficient event date information. No image or video clip for the reported event was submitted for review. This complaint is considered to be a reportable event due to the following conclusion: it was reported that tissue got caught in the instrument's joint. Medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.